Event description:
This is filed to report the clip delivery system (cds) steering issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced, but the physician could not steer the cds to the mitral valve as the sleeve was moving in the wrong direction upon turning the knobs. There was no issue with the alignment markers. The physician decided to replace the cds with a new cds which completed the procedure successfully. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Manufacturer narrative:
All available information was investigated, and the reported the sleeve steering issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated and a cause for the sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.